Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 432 mg/dl at the time of incident and the current blood glucose level was 315 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer alleged insulin pump was under delivering because the customer having high blood glucose and the customer took several boluses 72.82 units but customer blood glucose was not going down. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test. No device deficiency anomaly or under delivery anomaly noted during test.